Event description:
A user facility reports that the intraocular lens (iol) had a scratch or nick on the lens when it was opened. It was reported that there was no pt impact associated with this event.